Event description:
Guide wire used during left arthroscopic anterior cruciate ligament reconstruction with allograft was noted to be broken into two pieces during the procedure. All pieces were removed with no apparent injury. Sales rep for arthrex was present during the procedure.